Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was admitted to ICU post cardiac arrest, device was interrogated for the first time since 2013. An alert for out of range lead impedance in (B)(6) 2015 was noted. It was noted that the impedance was lower than lower limit for more than a year and the sensing was decreased. The patient also had approximately 60 episodes of atp and aborted shocks related to noise on the rv lead. There were many episodes of noise that resulted in inappropriate therapies. Patient was unable to provide history as the patient was intubated in the ICU. The patient has not yet recovered from his cardiac event but was stable in the ICU.

Manufacturer narrative:
Correction: please uncheck "required intervention to prevent permanent impairment/damage (devices)".